Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up after receiving an alert for high lead impedance. Isometrics and pocket manipulation were recommended to test impedance measurements. The device will be monitored.